Event description:
Customer informed ansell healthcare products llc that due to condom breakage while using lifestyles polyisoprene lubricated condom, medical attention was required due to being exposed to (B)(6).

Manufacturer narrative:
(B)(4) - ansell healthcare products, llc is submitting this report on behalf of (B)(4).